Manufacturer narrative:
Follow-up #1 date of submission 12/23/2014-product analysis: the device was returned and evaluated by product analysis on 12/05/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box related alarms. A battery compartment crack was observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The battery cap was unable to secure properly to the pump; a power issue was not experienced. The pump successfully completed a prime sequence without issue or alarm. The electric power draws were found to be within specification. No moisture, damage, or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.